Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned it was taking way too long to charge their ins since implant date. Patient said they were told by a  representative (name, asked/unknown) that a charge should last up to 2 days, but the patient was charging every night from 30% to 100% for 1-2 hours. Caller said they had some pain at implant site occasionally and felt like pins and needles down their leg. Patient said they consistently got excellent/good charge quality. Patient said they only use group c. During the call, the patient initiated a charging session with a recharge quality of excellent. Implanted neurostimulators charge was at 50% and controller charge was 100%. Agent explained charge duration expectations to the patient. Patient mentioned they did not have time every day to charge. Patient was on group c with programs 1, 2, 3, and 4 set at 4.5 to 4.3ma. Patient also said they would get a green light every once in awhile on their controller, but when they turned the screen on to check recharge quality, they would have to press recharge to restart the charging of ins. Technical services (tss) explained normal controller function. Agent suggested the patient contact their healthcare provider to discuss reprogramming to help reduce charge frequency. Agent sent an email to the field on the patient's behalf. Additional information from the patient indicated that the cause of the issue was unknown. The patient stated that they talked with a manufacturing representative and was put on a different group with a lower intensity. The issue was unresolved, and the rep indicated the patient would need a battery replacement.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt; serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.